Manufacturer narrative:
Other components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Results code refers to pump, infusion, implanted, programmable (B)(4), results code refers to catheter (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2016, it was reported that the patient had a pump implanted for a day before having it explanted due to a confirmed staph infection in 2012. It was reported that the pump pocket became infected and the patient experienced a fever as a result of the infection. The infection was associated with the implant procedure. The patient was able to return home the following day. The patient had IV antibiotics that ran twice a day for 14 days and, though the pump was removed, the catheter was left in the patient's body. The infection was noted as having been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.